Event description:
This info was reported as a customer complaint. The complainant stated that at this institution there have been 4 0r 5 sheath/hub separations. The dates of the events and any detail of the procedures were not available. No clinical complications were reported as a result of the sheath/hub separations.